Event description:
It was reported that the bd recykleen sharps disposal nestable 22.7 litre had faulty lids. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
No samples or pictures were received. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. According to the DHR review process; the result showed there were no issues reported like lid broken during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken for the same part number throughout the last twelve months. According to the result of the risk assessment, a CAPA is needed; however, it was not initiated because there was no enough information (picture of original packaging) to confirm if this failure mode was generated before or after material was shipped to the customer. Potential root cause (unable to verify it) damages caused by incorrect handling at the time to upload or download pallets. Transit damages root cause unknown. Based on information provided it was not possible determine the root cause like a failure mode related to the manufacturing process since the probability to have a damage on the pieces could occur during the transit process or at the time to upload/download material from the trailer box, due there is no enough information to perform an exhaustive investigation it proceed to close this record. If samples or additional information that helps to find the root cause can be provided, then a new complaint record will be open in the flex system to initiate a new investigation path. All the complaint information was captured also for tracking and trending purposes.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd recykleen¿ sharps disposal nestable 22.7 litre had faulty lids. There was no report of exposure, serious injury or medical intervention.